Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the left anterior descending. A 20 x 3.00 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 20 x 3.00 was returned for analysis. A visual examination of the outer box noted that the closure strip had been torn open. The inner pouch and device were present inside the box. An examination on the inner pouch identified that the pouch was torn open. A visual examination of the device identified traces of media inside the inflation lumen and inside the proximal folds of the balloon.

Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking, and the device sterility was compromised. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).